Event description:
Procedure type: unknown. According to the reporter: the metal pin fell out of the trocar and was lost. The pin did not fall into the cavity, used a new instrument to complete the procedure. No injury was reported and the patient's status is ok.

Manufacturer narrative:
Date initial report sent: 02/21/2008.